Event description:
End stage renal disease, status post placement of right internal jugular vein tunneled hemodialysis catheter on (B)(6) 2016. The pt has a crack. Nonfunctional hub found to have tip broken at time of treatment on (B)(6) 2016. The pt is not dialyzed since (B)(6) 2016. Used for hemodialysis 3 times a week.